Event description:
The customer reported false non-reactive alinity I hsv-2 igg. The customer reported that this has been occurring for an undefined length of time and provided the following example data: for (B)(6) 2023, 19 sample were processed and generated the following results: for hsv ii there were 18 reactive samples by ifi testing and 6 reactive samples from alinity platform. For (B)(6) 2023, 45 sample were processed and generated the following results: for hsv ii there were 23 reactive samples from alinity platform. The non-reactive samples were tested with ifi testing and 19 generated reactive results, while 4 generated non-reactive results. There was no reported impact to patient management.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the complaint lot performs as expected for this product. Ticket trending review did not identify any trends. Device history review did not identify any non-conformances or deviations with the complaint lot. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I hsv-2 igg reagent lot 01409l822 was identified.

Manufacturer narrative:
This report is being filed on an international product, list number 04w21-25 and there is a similar product distributed in the us, list number similar us ln 04w21-27/37. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported false non-reactive alinity I hsv-2 igg. The customer reported that this has been occurring for an undefined length of time and provided the following example data: for (B)(6) 2023, 19 sample were processed and generated the following results: for hsv ii there were 18 reactive samples by ifi testing and 6 reactive samples from alinity platform. For (B)(6) 2023, 45 sample were processed and generated the following results: for hsv ii there were 23 reactive samples from alinity platform. The non-reactive samples were tested with ifi testing and 19 generated reactive results, while 4 generated non-reactive results. There was no reported impact to patient management.